Event description:
It was reported that during an unk procedure, the titanium tip of the scalpel was broken, but did not fall into the pt. Another device was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2010. The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damages has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade...